Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level remained between 54-500 mg/dl, indicating no adverse impact. To address the issue, the customer received tips from technical support for preventing altitude alarms, attempted various corrective actions, including cleaning the speaker holes and replacing cartridges, but the alarm persisted. As a resolution, technical support decided to replace the pump and cartridge. Customer continued to use the current pump while waiting for delivery of the replacement.